Manufacturer narrative:
Evaluation summary: the device was received inside a broken shipping tube. The balloon windings were visually inspected for indication of damage or abnormality and no damage was observed. The catheter was received in a broken shipping tube. The tube is broken 26.7cm from the bottom of the gray shipping tube. There is also a bend in the gray tube 30cm proximal of the clear adaptor. The shrink seals are still attached, one at the clear adaptor cap and the other around the directions for you. Although the reported defect was confirmed, there is no evidence of a manufacturing defect. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
Reportedly, the plastic tube that houses the catheter is broken about 3/4 of the way down. No patient injury is reported.